Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that on implantation into the eye, the haptic and optic were observed to be damaged necessitating lens explantation and exchange. The additional information received identiifes that "there was a pronounced resistance to the lens advancement, starting from half way through the cartridge". The lens was explanted and exchanged without further incident and without harm or injury to the patient. The device was not returned. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens in this case represents a deviation from the IFU and is the likely causative factor to the lens being delivered damaged into the eye.

Event description:
On (B)(6) 2025, rayner received notification from its distributor in russia of an event that occurred during use of a rayone emv rao200e. The event description provided states that on implantation into the eye, the haptic and optic were observed to be damaged necessitating lens explantation and exchange.